Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that his infusion device screen was blank and it was making a "buzzing" noise. The pt reported that his power pack had been in the infusion device for 6-7 weeks. The pt was not aware of the power pack recall but was educated by the co rep about the recall and that the power packs had been corrected. The pt reported that he would change the power pack and the discard all old power packs. The pt was sent corrected power packs. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned.